Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the iritis is resolved approximately four months following onset. The patient continues to report the vision is very blurry and he failed his recent drivers test.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a sudden onset of photophobia, redness and blurred vision of the right eye three weeks following lasik treatment. The patient reported he was adjusting to the monovision also noting halos, glare and shadows. The topical steroids were increased. Additional information requested.

Event description:
Additional information received; two weeks following onset the patient was reported to have iritis of the right eye and the topical steroids were increased. The patient reports the distance vision is blurry.

Manufacturer narrative:
Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 3003288808-2019-00947 was submitted relating to this event. As further information pertaining to the event and investigation is received this report with manufacture report number 3003288808-2019-00918 will provide the additional information. The file related to manufacturer report number 3003288808-2019-00947 will be closed. The manufacturer internal reference number is: (B)(4).